Event description:
A pt was receiving a series of radiation therapy treatments using the 6 mv photon mode produced by a medical linear accelerator system. The final treatment was planned to be on april 7, 1999 when 1800 mu would have been delivered. However, the user inadvertently continued to administer 180 mu treatments for an add'l 5 days, resulting in a total dose 2700 mu or 900 mu greater than planned. No medical intervention indicated as a result of the overdose. The user complainted that the system did not indicate when the planned number of fractions or the planned total dose had been delivered. The system version employed at this facility verifies and records daily treatment parameters and accumulates total delivered dose, but does not flag the operator when any particular value has been reached other than by the user observing the pt record. The following statement appears on page 21 of the primeview user's manual: "primeview does not display an operator message if an attempt is made to download the pt's treatment fields when prescribed number of fractions has been achieved". No equipment malfunction occurred.